Event description:
The facility reports the plumber was on-site to check the tub for hot water problems. The plumber said he got a shock from the tub when turning on the water fill knob and touching a metal screw on top of the fill knob. He said, he was standing in water on the floor and touching the screw when he got shocked. He reported he then used a multi-meter and held one probe in between his feet in the water on the floor, and touched the other probe to the screw above water fill knob and found more than 100 volts. He indicated, there was also voltage present at the metal shower hose/handle connection. No injuries were reported.

Manufacturer narrative:
An arjo investigator has examined the device and found the tub shell has two spots where gel-coat is chipped off. The tub was in fair condition, locked dirty on the exterior of the panels, and had hygiene products stacked on and next to it. A function test was performed; the tub was found working to specs. A check was done of the voltage at the screw above the fill knob and shower hose/handle connection. No voltage was found present. The tester was not standing in water (floor was dry), and used the ground on the tub to check for voltage, not water on the floor. The wiring from the wall to the tub was checked and looked normal. It was not possible to recreate the event. The voltage was checked with a multi-meter at both points where the plumber indicated there was voltage; zero voltage was found. The product is over 10 yrs old, the expected lifetime is 10 yrs. The product has therefore exceeded its life expectancy. After reviewing the pictures from the site, the MFR concludes the root cause of the event is that the electrical installation has been incorrectly carried out and that there is probably a ground failure in the facility. The assembly and installation instructions state, "caution: all plumbing and electrical work must be carried out by qualified personnel according to regulations and local codes." The unit shall be electrically connected with the following equipment; separate fuse; ground fault circuit interrupter (10 m a); safety switch, according to regulations and codes. The MFR recommends the entire unit be replaced.